Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, mother reported, the infusion tubing broke and disconnected from the luer lock. The infusion tubing was not bent when the infusion device was carried in pt's pocket, and the luer lock was not overtightened. Pt replaced the infusion tubing and returned normal operation. The infusion cannula has not been bent or kinked when the headset is removed, and there have been no leaks of insulin in the system. Samples of two different types of infusion sets were sent to pt. No physiological effects were reported in relation to this complaint. The pt did not required treatment from a health care professional or second party to address the issue. Product was discarded and was not requested for eval. Several attempts were made to f/u with pt's mother, and these were unsuccessful.